Event description:
It was reported that during a left superficial femoral artery treatment procedure, a lifted blade was noted. The target lesion was located in the left superficial femoral artery. A 7.00 mm/2.0 cm/135 cm peripheral cutting balloon was being used with an unknown manufacturer's 6f sheath. The cutting balloon was inflated to 6 atm then deflated and inflated to 10 atm. The cutting balloon was removed and the physician examined the distal portion of the device prior to putting the device back onto an unknown manufacturer's guide wire and noted a lifted blade. No patient complications were reported and the procedure was successfully completed with a 7.0 mm x 2.0 cm cutting balloon that was inflated for about 2 minutes and 15 seconds. The patient's condition is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is related to user error as the dfu states the minimum recommended sheath for this size device is 7f (2.33 mm) it was reported that a 6f sheath was used during this procedure. (B)(4).